Manufacturer narrative:
The reported complaint of problem tightening and loosening the lv-setscrew to remove the lead was confirmed. The damage found was sustained during procedure. The device was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was noted that the set screw on the left ventricular header of the pacemaker was stripped. The device was removed and replaced. The patient was in stable condition.